Manufacturer narrative:
A correction has been made on the device (B)(4). The recall code has been removed as there is no remedial action code for the device. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead's pace/sense impedance decreased and the thresholds increased. The atrial lead impedance decreased slightly. It was noted that it was unknown if there was a lead issue or patient related illness. The leads remain in use. No patient complications have been reported as a result of this event.